Manufacturer narrative:
(B)(4). Date sent: 5/15/2024. D4: batch # 724c77. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. No abnormal noises were noted during functional testing.  One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 724c77, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/3/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: procedure: revisional lsr to gbp what happened: first staplelines went well, third and last did not. When firing the device, the tissue was pulled into the jaws of the stapler. The stapler progressed very slowly towards the end (significantly slower than normal) and made a squeaking noise. After returning the blade, device was opened and none of the staples had been formed correctly. They were everywhere except form where they were supposed to be. Result was a hole of 4-5 cm. Possible option could be that there was a clip from the primary procedure, but this could not be confirmed. What was done: hole could only be corrected by over suturing the entire hole. Leak test was done once during surgery and drain was placed. Next day another blue test was done and an contrast swallow test as well. All negative. Consequences: patient stayed in hospital until (B)(6), so length of stay was 2 days longer than normally. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass, staples were fired, but tissue was pulled into the stapler without the forming of a proper staple line. The event occurred intra-operatively. The patient consequences were a hole in the stomach of the patient. A new device was opened to finish the procedure. The procedure was prolonged by 15 minutes.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2024. Additional information was requested and the following was obtained: what was the product code of the blue cartridge? Unknown. Where exactly on the stomach was the device being fired when the issue was being observed? Unknown. Please further describe the shape of any staples that deployed from the device? How many firings were used during the procedure? Unknown. It is stated that the first issue occurred on the 3rd firing and then "last did not" was this the 4th firing or another number firing? The 4th.